Event description:
Implant date: in 2007. It was reported that the patient underwent a procedure using vertebral body replacement with posterior fixation. Approx. Two months post-op, it was found that the vertebral body replacement migrated into the canal. Revision surgery was performed to replace the migrated implant.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.